Manufacturer narrative:
(B)(4). Additional information: as the sample was not returned and the lot number is unknown, a device analysis cannot be completed; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced unspecified infections coincident with peritoneal dialysis therapy. The cause of the infections was not reported and no further detail was provided. It was not reported if the patient was hospitalized for the event. Treatment was not reported. It was not reported whether the patient recovered from the event of unspecified infections. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporterl: address (B)(6). Should additional relevant information become available, a supplemental report will be submitted.